Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) was due to a detached and broken lead 2-wire in the trunk cable j501 connector, causing ECG ¿c¿ and ¿d¿ to not be recognized during falloff testing. The root cause for the detached wire was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.